Event description:
The catheter was producing unclear signals. The cables were changed and the quality of the signal did not improve so the catheter was changed out and the case was continued with no further problems noted. There was no known injury to the patient.